Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the malar. During the injection, the needle bevel broke and detached. No injuries reported.

Manufacturer narrative:
Additional information:

Event description:
Additional information: packaged needle was used. The luer lock was broken and there were no injuries.